Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection. For treatment, the patient was prescribed doxycycline of 100 mg strength to be taken 2 times a day. There was pus discharging from the leg.